Manufacturer narrative:
(B)(4). Eval, results: (vessel dissection), other (root cause of deflation difficulties unk).

Event description:
A sprinter legend rx balloon dilatation catheter, length 20mm, diameter 2.5mm was used to treat a lesion in a pt. It reported that the balloon could not be deflated for removal. When the balloon was taken out, vessel bleeding was observed. It was reported that the injury was treated successfully and the pt was well after the surgery. No additional clinical sequelae have been reported.